Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed but not duplicated.the uut (unit under test) ltv power board was found to have a faulty battery charging circuit due to failed components r85 resistor and capacitor having damage.

Event description:
The customer reported to vyaire medical that a component of ltv1150 started smoking when the battery is connected. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.